Event description:
The customer complained that the local bed exit alarm would not sound. It would send the signal to the nurses' station, but would not alarm at the bed.

Manufacturer narrative:
The technician replaced the right caregiver signal board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.